Event description:
Event verbatim [preferred term] did not get warm and was dirty/wrap cells seem leaking/damaged. Wrap showed extensive staining/the border of the heatwrap was open and the content came out of the wrap [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist reported for self via a pfizer sales representative. A patient of unknown age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number was n15773, expiry date was jan2019, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The pharmacist complained that thermacare neck did not get warm and was dirty in 2012. Wrap cells seem leaking/damaged. Wrap showed extensive staining. The patient had noticed that the border of the heatwrap was open and the content came out of the wrap. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: evaluation of the seven returned samples determined that there was not cell pack leakage. One wrap shows evidence of wear, no obvious defects. Two wraps have rust stains on the release paper from chemistry - both wraps do not have damaged/leaking cells packs. Two wraps have small rust stains on release paper and loose chemistry stuck to wrap- both wraps do not have damaged/leaking cell packs. Two wraps in the sealed pouches have small rust stains on the release paper and chemistry in the pouches - both wraps do not have damaged/leaking cell packs. The consumer complaints represent seven wraps with confirmed stray chemistry out of (B)(4) wraps produced for batch n15773 manufactured on the m line. The production date for this batch is 22-28feb2016. This is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. Conclusion: the most probable root cause of this incident is classified as equipment category, equipment design. There was insufficient guarding to prevent the potential spillage of chemistry from wraps stuck in the trim takeaway onto the warps and conveyor. If a wrap has an unsealed cell, either from not sealing in the heatpack maker or being cut by the die cutter, dosed chemistry could fall out of the wrap while it is taken upward with the trim. This chemistry could then fall onto the wraps transiting the die discharge conveyor. The gap between the wraps would be sufficient space for dosed chemistry to land and stick to the conveyor. The chemistry can stick to the conveyor and be present during its next rotation, allowing a wrap or wraps to come to rest on top of the chemistry. Batch n15773 remains in released status. Batch n15773 is the only batch within the scope of this investigation. This batch is released and it is in the market. This defect does not represent a safety hazard to the patients. There are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn". Batch n15773 will remain in released status no additional action is required. As preventive action commitment 1758540 was initiated to add additional guarding over the exposed web area to prevent chemistry from falling from a wrap in the trim takeaway onto the web. No follow-up attempts are needed. No further information is expected. Follow-up (15dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on the available information, the patient reported "thermacare neck did not get warm and was dirty." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records suggest the most probable root cause of this incident is classified as equipment category, equipment design. The defect does not represent a safety hazard to the patients. No device malfunction has been identified from the returned sample., comment: based on the available information, the patient reported "thermacare neck did not get warm and was dirty." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records suggest the most probable root cause of this incident is classified as equipment category, equipment design. The defect does not represent a safety hazard to the patients. No device malfunction has been identified from the returned sample.

Manufacturer narrative:
Evaluation of the seven returned samples determined that there was not cell pack leakage. One wrap shows evidence of wear, no obvious defects. Two wraps have rust stains on the release paper from chemistry - both wraps do not have damaged/leaking cells packs. Two wraps have small rust stains on release paper and loose chemistry stuck to wrap- both wraps do not have damaged/leaking cell packs. Two wraps in the sealed pouches have small rust stains on the release paper and chemistry in the pouches - both wraps do not have damaged/leaking cell packs. The consumer complaints represent seven wraps with confirmed stray chemistry out of (B)(4) wraps produced for batch n15773 manufactured on the m line. The production date for this batch is 22-28 feb 2016. This is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. Conclusion: the most probable root cause of this incident is classified as equipment category, equipment design. There was insufficient guarding to prevent the potential spillage of chemistry from wraps stuck in the trim takeaway onto the warps and conveyor. If a wrap has an unsealed cell, either from not sealing in the heatpack maker or being cut by the die cutter, dosed chemistry could fall out of the wrap while it is taken upward with the trim. This chemistry could then fall onto the wraps transiting the die discharge conveyor. The gap between the wraps would be sufficient space for dosed chemistry to land and stick to the conveyor. The chemistry can stick to the conveyor and be present during its next rotation, allowing a wrap or wraps to come to rest on top of the chemistry. Batch n15773 remains in released status. Batch n15773 is the only batch within the scope of this investigation. This batch is released and it is.

Manufacturer narrative:
Evaluation of the seven returned samples determined that there was not cell pack leakage. One wrap shows evidence of wear, no obvious defects. Two wraps have rust stains on the release paper from chemistry - both wraps do not have damaged/leaking cells packs. Two wraps have small rust stains on release paper and loose chemistry stuck to wrap- both wraps do not have damaged/leaking cell packs. Two wraps in the sealed pouches have small rust stains on the release paper and chemistry in the pouches - both wraps do not have damaged/leaking cell packs. The consumer complaints represent seven wraps with confirmed stray chemistry out of (B)(4) wraps produced for batch n15773 manufactured on the m line. The production date for this batch is 22-28 feb 2016. This is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. Conclusion: the most probable root cause of this incident is classified as equipment category, equipment design. There was insufficient guarding to prevent the potential spillage of chemistry from wraps stuck in the trim takeaway onto the warps and conveyor. If a wrap has an unsealed cell, either from not sealing in the heatpack maker or being cut by the die cutter, dosed chemistry could fall out of the wrap while it is taken upward with the trim. This chemistry could then fall onto the wraps transiting the die discharge conveyor. The gap between the wraps would be sufficient space for dosed chemistry to land and stick to the conveyor. The chemistry can stick to the conveyor and be present during its next rotation, allowing a wrap or wraps to come to rest on top of the chemistry. Batch n15773 remains in released status. Batch n15773 is the only batch within the scope of this investigation. This batch is released and it is

Event description:
Event verbatim [preferred term] did not get warm and was dirty/wrap cells seem leaking/damaged. Wrap showed extensive staining/the border of the heatwrap was open and the content came out of the wrap [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist reported for self via a pfizer sales representative. A patient of unknown age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number was n15773, expiry date was jan2019, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The pharmacist complained that thermacare neck did not get warm and was dirty in 2012. Wrap cells seem leaking/damaged. Wrap showed extensive staining. The patient had noticed that the border of the heatwrap was open and the content came out of the wrap. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: evaluation of the seven returned samples determined that there was not cell pack leakage. One wrap shows evidence of wear, no obvious defects. Two wraps have rust stains on the release paper from chemistry - both wraps do not have damaged/leaking cells packs. Two wraps have small rust stains on release paper and loose chemistry stuck to wrap- both wraps do not have damaged/leaking cell packs. Two wraps in the sealed pouches have small rust stains on the release paper and chemistry in the pouches - both wraps do not have damaged/leaking cell packs. The consumer complaints represent seven wraps with confirmed stray chemistry out of 808,704 wraps produced for batch n15773 manufactured on the m line. The production date for this batch is 22-28feb2016. This is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. Conclusion: the most probable root cause of this incident is classified as equipment category, equipment design. There was insufficient guarding to prevent the potential spillage of chemistry from wraps stuck in the trim takeaway onto the warps and conveyor. If a wrap has an unsealed cell, either from not sealing in the heatpack maker or being cut by the die cutter, dosed chemistry could fall out of the wrap while it is taken upward with the trim. This chemistry could then fall onto the wraps transiting the die discharge conveyor. The gap between the wraps would be sufficient space for dosed chemistry to land and stick to the conveyor. The chemistry can stick to the conveyor and be present during its next rotation, allowing a wrap or wraps to come to rest on top of the chemistry. Batch n15773 remains in released status. Batch n15773 is the only batch within the scope of this investigation. This batch is released and it is in the market. This defect does not represent a safety hazard to the patients. There are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn". Batch n15773 will remain in released status no additional action is required. As preventive action commitment 1758540 was initiated to add additional guarding over the exposed web area to prevent chemistry from falling from a wrap in the trim takeaway onto the web. No follow-up attempts are needed. No further information is expected. Follow-up (15dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24feb2020): this follow-up is being submitted to notify that the investigation is closed; no further results are expected., comment: based on the available information, the patient reported "thermacare neck did not get warm and was dirty." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records suggest the most probable root cause of this incident is classified as equipment category, equipment design. The defect does not represent a safety hazard to the patients. No device malfunction has been identified from the returned sample and no additional action is required.

Manufacturer narrative:
Evaluation of the seven returned samples determined that there was not cell pack leakage. One wrap shows evidence of wear, no obvious defects. Two wraps have rust stains on the release paper from chemistry - both wraps do not have damaged/leaking cells packs. Two wraps have small rust stains on release paper and loose chemistry stuck to wrap- both wraps do not have damaged/leaking cell packs. Two wraps in the sealed pouches have small rust stains on the release paper and chemistry in the pouches - both wraps do not have damaged/leaking cell packs. The consumer complaints represent seven wraps with confirmed stray chemistry out of 808,704 wraps produced for batch n15773 manufactured on the m line. The production date for this batch is 22-28 feb 2016. This is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. Conclusion: the most probable root cause of this incident is classified as equipment category, equipment design. There was insufficient guarding to prevent the potential spillage of chemistry from wraps stuck in the trim takeaway onto the warps and conveyor. If a wrap has an unsealed cell, either from not sealing in the heatpack maker or being cut by the die cutter, dosed chemistry could fall out of the wrap while it is taken upward with the trim. This chemistry could then fall onto the wraps transiting the die discharge conveyor. The gap between the wraps would be sufficient space for dosed chemistry to land and stick to the conveyor. The chemistry can stick to the conveyor and be present during its next rotation, allowing a wrap or wraps to come to rest on top of the chemistry. Batch n15773 remains in released status. Batch n15773 is the only batch within the scope of this investigation. This batch is released and it is.

Event description:
Event verbatim [preferred term] did not get warm and was dirty/wrap cells seem leaking/damaged. Wrap showed extensive staining/the border of the heatwrap was open and the content came out of the wrap [device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist reported for self via a pfizer sales representative. A patient of unknown age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number was n15773, expiry date was jan2019, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The pharmacist complained that thermacare neck did not get warm and was dirty in 2012. Wrap cells seem leaking/damaged. Wrap showed extensive staining. The patient had noticed that the border of the heatwrap was open and the content came out of the wrap. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: evaluation of the seven returned samples determined that there was not cell pack leakage. One wrap shows evidence of wear, no obvious defects. Two wraps have rust stains on the release paper from chemistry - both wraps do not have damaged/leaking cells packs. Two wraps have small rust stains on release paper and loose chemistry stuck to wrap- both wraps do not have damaged/leaking cell packs. Two wraps in the sealed pouches have small rust stains on the release paper and chemistry in the pouches - both wraps do not have damaged/leaking cell packs. The consumer complaints represent seven wraps with confirmed stray chemistry out of 808,704 wraps produced for batch n15773 manufactured on the m line. The production date for this batch is 22-28feb2016. This is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. Conclusion: the most probable root cause of this incident is classified as equipment category, equipment design. There was insufficient guarding to prevent the potential spillage of chemistry from wraps stuck in the trim takeaway onto the warps and conveyor. If a wrap has an unsealed cell, either from not sealing in the heatpack maker or being cut by the die cutter, dosed chemistry could fall out of the wrap while it is taken upward with the trim. This chemistry could then fall onto the wraps transiting the die discharge conveyor. The gap between the wraps would be sufficient space for dosed chemistry to land and stick to the conveyor. The chemistry can stick to the conveyor and be present during its next rotation, allowing a wrap or wraps to come to rest on top of the chemistry. Batch n15773 remains in released status. Batch n15773 is the only batch within the scope of this investigation. This batch is released and it is in the market. This defect does not represent a safety hazard to the patients. There are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn". Batch n15773 will remain in released status no additional action is required. As preventive action commitment 1758540 was initiated to add additional guarding over the exposed web area to prevent chemistry from falling from a wrap in the trim takeaway onto the web. No follow-up attempts are needed. No further information is expected. Follow-up (15dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the available information, the patient reported "thermacare neck did not get warm and was dirty." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records suggest the most probable root cause of this incident is classified as equipment category, equipment design. The defect does not represent a safety hazard to the patients. No device malfunction has been identified from the returned sample., comment: based on the available information, the patient reported "thermacare neck did not get warm and was dirty." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records suggest the most probable root cause of this incident is classified as equipment category, equipment design. The defect does not represent a safety hazard to the patients. No device malfunction has been identified from the returned sample.